Event description:
Related manufacturer reference number: 2017865-2022-48003. It was reported that post-implant, the right atrial (ra) lead had dislodged due to the patient¿s anatomy. Lead repositioning was attempted but was unsuccessful when the helix would not extend. The ra lead was explanted and replaced. Later, it was discovered via review x-ray that the replacement ra lead had also dislodged due to the patient¿s anatomy. The patient will be scheduled for a replacement later with a passive fixation lead. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix retracted and covered with blood/tissue. X-ray examination of the lead noted the inner coil was overtorqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event of helix mechanism was isolated to an overtorqued inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication of conductor fractures but did find an internal shorts, consistent with procedural damage.